Event description:
It was reported that the foot end of the cot dropped to the ground as a result of possible operator error. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Serviced by (B)(4).